Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9735740, (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site took a spin with the imaging system. They transferred the spin onto the navigation system, checked their accuracy and noticed that it was 4 mm off in the inferior direction. They decided to take another spin and when verifying the accuracy, they had the same inaccuracy issue and decided to abandon the use of the imaging and navigation. There was less than an hour delay in the case. A patient was present but no impact on patient outcome. Additional information was received stating that while the manufacturer representative (rep) was onsite and they were unable to replicate the issue. They took several spins with a demo model and was able to verify the accuracy. The rep noted that the site used drapes to cover their patient reference frame and that could have been the cause of the inaccuracy. Additionally, the rep thought that the site could have accidentally been looking at the same spin, which would account for the inaccuracy being the same. However, the rep only tested one side of the imaging system trackers, they will test the other side shortly.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 9735740, software version: 1.2.0 h3: analysis revealed that there was insufficient information to determine whether a software anomaly contributed to the reported be havior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - the reported issue did not occur in a foreign country. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information provided. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm, fdr, fdc codes are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.